Event description:
The customer reported via phone call that they experienced high blood glucose. Insulin pump was getting insulin flow block alarm. Customer¿s blood glucose reading at the time of the incident was 447 mg/dl. Troubleshooting was not performed for high blood glucose event. Customer will continue the use of device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.